Event description:
It was reported the manufacturer representative was currently on the or and the physician had removed both setscrew and one extension was removed, but unable to remove the other extension. The physician did not seen any embedded scar tissue on the header block. The device was being replaced due to normal end of service (eos), it was considered normal. There were no device issues until the day of surgery when the extension would not pull out of the battery header. Only one of the extension was put in the new battery. The old extension was cut off. The impedances were checked and were all >10,000. The patient was not receiving therapy. No further interventions were scheduled as of (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 3887-28, lot# l66713a, implanted: (B)(6) 1999, product type: lead; product ID 3887-28, lot# l66640a, implanted: (B)(6) 1999, product type: lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_ins_stimulator, serial# unknown, implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
Analysis on the extension (B)(4) indicated that the extension proximal end connector was not completely seated in the stimulator connector port.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.